Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A doctor reported that 4 days after an intraocular lens (iol) implant procedure, a patient experienced decreased vision, discomfort. The diagnosis was toxic anterior segment syndrome (tass). The patient was treated with steroid and the condition is improving. There were no cultures performed. Additional information has been requested.